Manufacturer narrative:
The solitaire device has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2019-00253, 2029214-2019-00254. If information is provided in the future, a supplemental report will be issued.

Event description:
Zhou, b., wang, x., xiang, j., zhang, m., li, b., jiang, h., lu, x. (2019). "Mechanical thrombectomy using a solitaire stent retriever in the treatment of pediatric acute ischemic stroke." Journal of neurosurgery: pediatrics, 23 (3), 363-368. Doi: 10.3171/2018.9.peds18242. Medtronic literature review found reports of patient complications in association with solitaire thrombectomy. The purpose of this article was to explore the safety and effectiveness of mechanical thrombectomy using a solitaire stent retriever for pediatric acute ischemic stroke (ais). The authors reviewed 7 cases of pediatric ais, which were treated via mechanical thrombectomy using a solitaire stent retriever. Of the 7 patients, the average age was 11 years; 2 were female and 5 were male. The article does not state any technical issues during use of the solitaire. In addition, all the patients received an mtici recanalization of grade 2b/3 after their operation, with a recanalization rate of 100% the following intra- or post-procedural outcomes were noted: case 7: the patient ((B)(6), female) had a pre-procedure nihss of 16. The patient underwent mechanical thrombectomy resulting in tici 3. The consciousness of the patient improved slightly after thrombectomy, but the postoperative CT scan showed a small amount of subarachnoid hemorrhaging. Eighteen hours after thrombectomy, the patient¿s level of consciousness deteriorated and her CT and MRI scans showed a large area of cerebral infarction in the right hemisphere. The patient died of cerebral herniation 3 days later.